Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the device did not completely separate from the capture cone after several deployments. The complete system was explanted and trouble shooting performed. It was noted after cutting the tether the "thread was lumpy". The system was attempted / not used and replaced. No patient complications have been reported as a result of this event.